Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported the patient developed endocarditis. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.